Event description:
Information received indicates that during ECMO support and while monitoring the circuit, bubbles were detected at the top of the device. Initially the product was not replaced because the bubbles could be removed by the hcp. But after an unspecified amount of time, when the source of the air could not be determined, the circuit was replaced with no patient complication reported.